Event description:
A treatment was performed on low speed using a diamondback 360 coronary orbital atherectomy device. On the last treatment, the viperwire advance guide wire tip fractured in the mid distal portion of the circumflex after first obtuse marginal artery. A stent placement was performed to entrap the fractured tip in vivo. The patient was stable.

Manufacturer narrative:
The oad was returned to csi with the guidewire not engaged. The guidewire was fractured at the spring tip proximal solder bond. The spring tip section was not returned. Scanning electron microscopic analysis identified evidence of torsion on the fracture face. In addition, radiopaque particles were observed on the tip bushing. This is consistent with the spinning driveshaft contacting the spring tip which can result in a fracture. The root cause of the wire fracture was considered to be due to use not consistent with the instructions for use (IFU). The IFU cautions: maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).